Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 525mg/dl with large ketones, vomiting and polyuria. The patient was taken to the emergency room. They were diagnosed with diabetic ketoacidosis. The patient was treated with insulin via injection, IV fluids, and food/drink treatment. Troubleshooting was not completed at the time of the call. This report is being reported due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1; date of submission: 10/17/2016. The device has been returned and evaluated by product analysis on 09/26/2016 with the following findings. The tdd history appears to be less than the basal delivery totals programmed by the user on the date of the complaint due to suspension of basal deliveries from 4:46 pm to 6:49 pm on (B)(6) 2016. No eaw¿s in the alarm history indicating an interruption in delivery. The pump was put on a basal program of 1u/hr for 24 hours; during the investigation, pump history indicates the tdd was recorded accurately. The pump was tested for delivery accuracy during investigation and was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.